Event description:
It was reported that upon booting up the device, the device would restart itself consistently. This failure would not allow the device to be used for defibrillation therapy, if needed. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.